Event description:
Information received indicates the patient positioning monitor (ppm) will not alarm when armed in the positioning mode. When the patient rolls towards the left head siderail the ppm would not alarm, however, when rolling to the right siderail the ppm would alarm.

Manufacturer narrative:
The fsr sensors were bunched, preventing the ppm alarm. The clinical director flattened the sensors to repair the bed.